Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8233187. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. The customer provided a photo of the reported failure mode. Based off the photo this defect may have been caused by the pinch clamp used. As no sample was returned, the clamp could not be tested. The root cause could not be determined at this time.

Event description:
It was reported that the pegasus yel 24ga x 0.75in prn-cap y experienced leakage. The following information was provided by the initial reporter: the nurse reported that the extension tubing was broken from the clamp position.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pegasus yel 24ga x 0.75in prn-cap y experienced leakage. The following information was provided by the initial reporter: the nurse reported that the extension tubing was broken from the clamp position.